Event description:
Clinical report states: deep infection, resolved (B)(6) 2009, moderate severity, serious, possibly related to device and procedure, irrigation and debridement done; suppressive, oral antibiotics given, no further. Update: report received from sales rep indicates patient was revised (B)(6) 2012 to address pain and discomfort in knee. Insert was exchanged and poly wear was reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with this newly provided information and the lack of the product to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Medical records were provided and reviewed. The patient had a hematogenous seeding of the knee following multiple surgical procedures to correct a distal femoral fracture. It is not likely that this complaint is product related. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.